Event description:
The manufacturer's representative reported that the hcp was unable to clear catheter and it was replaced during surgery to replace the pump due to "battery depletion". No pt symptoms were reported. The pt recovered without sequela.